Event description:
The following was reported by the patient's son: it was alleged that in (B)(6) 2007 the patient was implanted with composix kugel hernia patch. The patient developed an infected abdominal mass or abscess approximately 6 months after surgery. There is still a red spot over the area.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient alleges she developed an infection, mass or abscess six months post implant and a red spot is still present. Currently, medical records have not been provided and the mesh remains implanted. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. With the currently available information, no conclusion can be drawn.